Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level reported. During troubleshooting with technical support, a new cartridge was loaded onto the pump, however, the alarm reoccurred. Customer continued to use pump for insulin therapy.